Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient had been seen by several other doctors and had an explant scheduled on (B)(6) 2015. The patient wanted to be seen at a different pain clinic for another option.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the stimulation was not helping the patient. The patient planned to go ahead with the explant on (B)(6) 2015.

Event description:
Additional information received from the manufacturer representative reported that there were no more reports of stimulation turning on and off. The representative was able to get left leg stimulation using the right column. The middle and left columns get left rib/side/stomach stimulation. The representative was unable to recruit right leg stimulation and gave the patient a high density setting. The patient was going to evaluate the new settings.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 39565-30, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) an end of service (eos) notification. This notification did not seem correct relative to the implant date and it was not due to known overdischarge events. The patient had thought that she saw eos on her patient programmer (pp). The rep was able to communicate with the clinician programmer (cp). When the patient was trying to use her pp, the pp was trying to establish communication but it had not yet been confirmed that communication had been established. Impedances were measured and all seemed within range, all being 600-700 ohms. Eos had been seen 2 weeks prior to this report by the patient but it was confirmed with the cp that stimulation was on for a little bit the day prior to this report as well as the day of this report. Otherwise, the device was showing it had been off since 2015 (B)(6). It was also reported that stimulation was turning on and off by itself. This was known because, the patient checked it with the pp. Sometimes stimulation was on for 15 minutes and then it would just turn off. This was not related to specific positions. It was reviewed that the patient should keep a diary of when stimulation shuts off and that the implant was not in eos if the patient could communicate with the pp and was able to turn stimulation back on. Additional information received from the rep reported that the pp was confirmed to communicate. Her battery showed it was about 8/4 full and service life said ok. Relevant medical history included spinal pain. No follow-up was required.